Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor position encoder error alarm. Customer's blood glucose was 170 mg/dl. The customer reported exposing the insulin pump to a magnetic resonance imaging machine. The customer stated the drive support cap appeared to be normal. Customer also reported repeated motion sensor test failure alarms that prevented the insulin pump from priming. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test or confirm other alarms due to the motor error alarms. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, and a cracked belt clip slot.